Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for call was the patient said they are unable to connect to left ins which was first noticed about a month ago (month confirmed). The patient said that they called their healthcare provider office (hcp) and was told that their doctor left the clinic and to call the manufacturer. The patient has two interstim implants, one on each side. The patient attempted to connect both with and without the antenna and also tried antenna from other patient programmer. However, they were not able to get beyond the poor communication screen with the left ins. The patient last checked the ins about two months ago and the last time they were seen at the hcp office was about four to five months ago. It was reviewed with the patient that the ins battery might have depleted due to age. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue. The patient was advised to call the clinic to request an appointment be scheduled with a local manufacturer representative (rep) to check the left ins battery. An email was sent to the rep. Other medical information provided: the patient also has a heart monitor.  No symptoms or patient complications were reported.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.